Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to moisture damage on the electronics assembly. Unable to verify low battery alarm, rewind anomaly, excessive no delivery alarm and perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage on motor, vibrator, keypad and battery tube assembly.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting for multiple pump error. Device will not return device for analysis.